Manufacturer narrative:
Summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Process related?: no. Final confirmation status: not confirmed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, which can cause the cells to become too hot, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of 3888 cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for qar-(B)(4) (qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On (B)(6) 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per spec-27465, effective date: 25-jun-2019. (Qar) (B)(4)was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. Sop- 72129 "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-19) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise sop-72129 to state check that no visible air is in line after recommended purging time is reached. Closed (B)(6) 2020. (B)(4)generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4)was generated to revise (B)(4)"process failure mode and effect analysis. Closed (B)(6) 2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. Exped trend actions taken: based on this citi search, a trend does not exist for the subclass of too hot for flexible xl use 8hr products, see attached trending chart: flex use xl wrap patch pad too hot (B)(6) 2017 to (B)(6) 2020. Site sample status: not received. Summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Process related?: no. Final confirmation status: not confirmed. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the heat of the wraps caused burning pain to the consumer". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of 3888 cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for qar-(B)(4)(qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On (B)(6) 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4)"hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per spec-27465, effective date: 25-jun-2019. (Qar) (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. Sop- 72129 "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-19) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise sop-72129 to state check that no visible air is in line after recommended purging time is reached. Closed (B)(6) 2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date (B)(6) 2021. (B)(4)was generated to revise (B)(4)"process failure mode and effect analysis. Closed (B)(6) 2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements wer

Event description:
Event verbatim [preferred term], caused burning pain to the customer [pain], patch got too hot [device issue], reddening over the entire surface for several days [erythema], narrative: this is a spontaneous report from a contactable pharmacist. A 79 years old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number cm3235a, expiration date 31aug2022, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history included heart disease, circulatory disorders, neuropathy or hypaesthesia. Concomitant medications included mirabegron (betmiga, strength: 50 mg), losartan (strength:25 mg), naloxone hydrochloride, tilidine hydrochloride (tilidin, strength: 8/100 mg), opipramol hydrochloride (insidon, strength: 50 mg), apixaban (eliquis, strength: 5 mg) and atorvastatin calcium (avastatin, strength: 20 mg). The patient used the thermacare products in the past. The pharmacist reported about thermacare flex xl 4 patches (1 patch affected). The heatwrap was used for 6 hours by the patient. It was reported that patch got too hot and caused burning pain to the patient on (B)(6) 2020. The patient had reddening over the entire surface for several days on (B)(6) 2020. No medical intervention or treatment was required for event reddening. No long-term damages were expected. No complications during a surgery due to device (as reported, pending clarification). The product can be sent for investigation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved on (B)(6) 2020. The reporter considered the event as non-serious and as related to the product. Additional information received from product quality complaint (pqc) group included investigation results for complaint sub-class wrap/patch/pad too hot: summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Process related?: no. Final confirmation status: not confirmed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, which can cause the cells to become too hot, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of 3888 cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for (B)(4)(qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (B)(4) opened for brine outside the of cells. On (B)(6) 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per (B)(4), effective date: 25-jun-2019. (Qar) (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. Sop- 72129 "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-19) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise sop-72129 to state check that no visible air is in line after recommended purging time is reached. Closed (B)(6) 2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4) "process failure mode and effect analysis. Closed (B)(6) 2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. Exped trend actions taken: based on this citi search, a trend does not exist for the subclass of too hot for flexible xl use 8hr products, see attached trending chart: flex use xl wrap patch pad too hot (B)(6) 2017 to (B)(6) 2020. Site sample status: not received. Additional information received from product quality complaint (pqc) group included investigation results for complaint sub-class adverse event safety request for investigation: summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Process related?: no. Final confirmation status: not confirmed. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the heat of the wraps caused burning pain to the consumer". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of 3888 cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for (B)(4)(qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On (B)(6) 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per spec-27465, effective date: 25-jun-2019. (Qar) (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. Sop- 72129 "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-19) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise sop-72129 to state check that no visible air is in line after recommended purging time is reached. Closed (B)(6) 2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4)"process failure mode and effect analysis. Closed (B)(6) 2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. Per sop-105746 compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 40 was above the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: this is not an expedite complaint. Site sample status: not received. Follow-up (07nov2020): new information received from product quality group includes investigation results. No follow-up attempts needed. No further information expected. Follow-up (24nov2020): new information received from the contactable pharmacist includes patient information (gender, age, weight, height), medical history, past drug event, suspect product data (action taken, device age, device available for evaluation), concomitant medications, reaction data (added 'had reddening over the entire surface'). No follow-up attempts needed. No further information expected. Follow-up (09dec2020 and 11dec2020): new information received from product quality group includes updated investigation results.

Event description:
Event verbatim [preferred term], caused burning pain to the customer [pain], reddening over the entire surface for several days [erythema], patch got too hot [device issue], narrative: this is a spontaneous report from a contactable pharmacist. A 79 years old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number cm3235a, expiration date 31aug2022, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history included heart disease, circulatory disorders, neuropathy or hypaesthesia. Concomitant medications included mirabegron (betmiga, strength: 50 mg), losartan (strength:25 mg), naloxone hydrochloride, tilidine hydrochloride (tilidin, strength: 8/100 mg), opipramol hydrochloride (insidon, strength: 50 mg), apixaban (eliquis, strength: 5 mg) and atorvastatin calcium (avastatin, strength: 20 mg). The patient used the thermacare products in the past. The pharmacist reported about thermacare flex xl 4 patches (1 patch affected). The heatwrap was used for 6 hours by the patient. It was reported that patch got too hot and caused burning pain to the patient on (B)(6) 2020. The patient had reddening over the entire surface for several days on (B)(6) 2020. No medical intervention or treatment was required for event reddening. No long-term damages were expected. No complications during a surgery due to device (as reported, pending clarification). The product can be sent for investigation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved on (B)(6) 2020. The reporter considered the event as non-serious and as related to the product. Additional information received from product quality complaint (pqc) group included investigation results for complaint sub-class wrap/patch/pad too hot: summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Process related?: no. Final confirmation status: not confirmed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, which can cause the cells to become too hot, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of (B)(4) cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for (B)(4) (qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (B)(4) opened for brine outside the of cells. On (B)(6) 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per (B)(4), effective date: 25-jun-2019. (B)(4)was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. (B)(4) "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-2019) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) 9 was generated to revise (B)(4) to state check that no visible air is in line after recommended purging time is reached. Closed 24-feb-2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4) "process failure mode and effect analysis. Closed 20-mar-2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. Exped trend actions taken: based on this citi search, a trend does not exist for the subclass of too hot for flexible xl use 8hr products, see attached trending chart: flex use xl wrap patch pad too hot 02-nov-2017 to 02-nov-2020. Site sample status: not received. Additional information received from product quality complaint (pqc) group included investigation results for complaint sub-class adverse event safety request for investigation: summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Process related?: no. Final confirmation status: not confirmed. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the heat of the wraps caused burning pain to the consumer". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of (B)(4) cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for (B)(4) (qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On 11 sept 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-2019) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per (B)(4), effective date: 25-jun-2019. (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. (B)(4) "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-2019) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise (B)(4) to state check that no visible air is in line after recommended purging time is reached. Closed 24-feb-2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4) "process failure mode and effect analysis. Closed 20-mar-2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint about the subclass adverse event safety request for investigation received at the albany site requiring an assessment for this batch. Per (B)(4) compliant trending guideline, effective date: 24-feb-2020, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated complaints per million produced (cpmp) result of 40 was above the upper control limit (ucl) of 33.9. No trend identified. On the basis of this evaluation, a trend does not exist for this lot. Exped trend assmt. & rationale: this is not an expedite complaint. Site sample status: not received. Severity of harm was s3. Follow-up (07nov2020): new information received from product quality group includes investigation results. No follow-up attempts needed. No further information expected. Follow-up (24nov2020): new information received from the contactable pharmacist includes patient information (gender, age, weight, height), medical history, past drug event, suspect product data (action taken, device age, device available for evaluation), concomitant medications, reaction data (added 'had reddening over the entire surface'). No follow-up attempts needed. No further information expected. Follow-up (09dec2020 and 11dec2020): new information received from product quality group includes updated investigation results. Follow-up (05jan2021): new information received from product quality group includes: severity of harm. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
Summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Process related?: no. Final confirmation status: not confirmed. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, which can cause the cells to become too hot, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of (B)(4)cartons) and scrapped (scrapping authorization number (B)(4)). Based on the reviewed documentation for (B)(4) (qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On 11 sept 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-2019) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per spec-per (B)(4), effective date: 25-jun-2019. (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. (B)(4) "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-2019) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise (B)(4) to state check that no visible air is in line after recommended purging time is reached. Closed 24-feb-2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4) "process failure mode and effect analysis. Closed 20-mar-2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. The batch has been reviewed from a manufacturing perspective. All investigations associated with this batch were properly addressed and closed prior to batch release. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. Exped trend actions taken: based on this citi search, a trend does not exist for the subclass of too hot for flexible xl use 8hr products, see attached trending chart: flex use xl wrap patch pad too hot 02-nov-2017 to 02-nov-2020. Site sample status: not received. Summary of investigation: batch cm3235a is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Process related?: no. Final confirmation status: not confirmed. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "the heat of the wraps caused burning pain to the consumer". The product effect may vary with each individual. An investigation was completed for brine outside of the cells, however the day and the time of the wrap worn by the consumer cannot be confirmed without a returned sample. The defect for brine outside of the cells was recorded in quality windows and the deviation follow-up completed. The impacted portion of the batch that was on the production floor was scrapped. The product that had been warehoused during the shift (3-unit loads) was isolated in the warehouse (quantity of (B)(4) cartons) and scrapped (scrapping authorization number 2019-0057). Based on the reviewed documentation for (B)(4) (qw attribute checks, hpm hourly inspections, shiftly cil's log form), technician interviews, and the fact that no outages or issues were observed during in-process inspections and hpm hourly inspections other than the brine out of cell condition that was documented and eliminated, it was determined that the incident should have no impact on the remainder of the batch. A summary of the investigation and CAPA completed for brine outside of the cells is below: batch cm3235 had a quality assurance report (qar) (B)(4) opened for brine outside the of cells. On 11 sept 2019, during day shift, it was discovered that brine was out of the cells during a hpm hourly cell inspection check. The failed inspection was noted on the hpm hourly cell inspection form, and a defect was also entered in the quality windows (qw) attribute check template. The (B)(4) "hazard analysis, thermacare heat wrap product: 8 and 12hr" (version 5.0, effective date 23-apr-19) lists brine outside cell as a potential cause-failure mechanism for the potential hazard or hazardous situation of individual cell too hot. (B)(4) has list a skin burn as the potential harm of an individual hot cell. Based on eyewitness accounts, the amount of the brine missing from the cell in this event was small (reported to be approximately 1 to 1.5 mm) and should not present an issue with cell thermal temperature or heat sealing. There were no thermal results outside of specification limits per spec-per (B)(4), effective date: 25-jun-2019. (B)(4) was approved on 11-oct-2019 the root cause of the incident was determined to be method/procedure/other. It was determined that air in the brine line was the most probable root cause of the brine outside of the cell that initiated this investigation. (B)(4) "b/m hpm brine purge procedure / manifold changeover mwi" (version 4.0, effective date 01-mar-2019) addresses air in the brine lines as downtime greater than two hours and less than eight hours requires that the brine be purged for at least five minutes or until there is no air visible in the brine lines, and downtime greater than eight hours requires that the brine be purged for at least fifteen minutes or until there is no air visible in the brine lines. Corrective actions: (B)(4) was generated to revise (B)(4) to state check that no visible air is in line after recommended purging time is reached. Closed 24-feb-2020. (B)(4) generated to implement an automated timer for brine purging once the purge process is initiated on the hmi. This will ensure that the recommended brine purging time based on downtime is consistently achieved. Due date 31-mar-2021. (B)(4) was generated to revise (B)(4) "process failure mode and effect analysis. Closed 20-mar-2020. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements wer.

Manufacturer narrative:
Site sample status was not received. Summary was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot." The cause of the consumer stating "heat wraps got too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant employs quality control procedures to ensure product quality. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No lot -specific or expedite trend identified. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term]. Caused burning pain to the customer [pain], patch got too hot [device issue], reddening over the entire surface for several days [erythema]. Narrative: this is a spontaneous report from a contactable pharmacist. A 79 years old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number cm3235a, expiration date 31aug2022, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history included heart disease, circulatory disorders, neuropathy or hypaesthesia. Concomitant medications included mirabegron (betmiga, strength: 50 mg), losartan (strength:25 mg), naloxone hydrochloride, tilidine hydrochloride (tilidin, strength: 8/100 mg), opipramol hydrochloride (insidon, strength: 50 mg), apixaban (eliquis, strength: 5 mg) and atorvastatin calcium (avastatin, strength: 20 mg). The patient used the thermacare products in the past. The pharmacist reported about thermacare flex xl 4 patches (1 patch affected). The heatwrap was used for 6 hours by the patient. It was reported that patch got too hot and caused burning pain to the patient on (B)(6) 2020. The patient had reddening over the entire surface for several days on (B)(6) 2020. No medical intervention or treatment was required for event reddening. No long-term damages were expected. No complications during a surgery due to device (as reported, pending clarification). The product can be sent for investigation. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The outcome of the events was resolved on (B)(6) 2020. The reporter considered the event as non-serious and as related to the product. According to product quality group: site sample status was not received. Summary was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot." The cause of the consumer stating "heat wraps got too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant employs quality control procedures to ensure product quality. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No lot -specific or expedite trend identified. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (07nov2020): new information received from product quality group includes investigation results. No follow-up attempts needed. No further information expected. Follow-up (24nov2020): new information received from the contactable pharmacist includes patient information (gender, age, weight, height), medical history, past drug event, suspect product data (action taken, device age, device available for evaluation), concomitant medications, reaction data (added 'had reddening over the entire surface'). No follow-up attempts needed. No further information expected.

Manufacturer narrative:
Site sample status was not received. Summary was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot." The cause of the consumer stating "heat wraps got too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant employs quality control procedures to ensure product quality. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No lot -specific or expedite trend identified. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term], caused burning pain to the customer [pain], patch got too hot [device issue], , narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number cm3235a, expiration date 31aug2022, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported about thermacare flex xl 4 patches (1 patch affected). It was reported that patch got too hot and caused burning pain to the patient. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality group: site sample status was not received. Summary was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wraps got too hot." The cause of the consumer stating "heat wraps got too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant employs quality control procedures to ensure product quality. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No lot -specific or expedite trend identified. An evaluation of the complaint history confirms that this is the first complaint for the sub class wrap/patch/pad too hot received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (07nov2020): new information received from product quality group includes investigation results. No follow-up attempts needed. No further information expected.

Event description:
Caused burning pain to the customer [pain], patch got too hot [device issue]. Narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number cm3235a, expiration date 31aug2022, via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported about thermacare flex xl 4 patches (1 patch affected). It was reported that patch got too hot and caused burning pain to the patient. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.